Manufacturer narrative:
Insulin pump received with critical pump error due to main download timeout/external flash crc test. Unable to determine the root cause, problem isolated to electrical board .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose was 164 mg/dl. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.